Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 3.50 x 20 mm synergy drug-eluting stent was deployed. After post-dilation, a small proximal stent edge dissection was observed. Stent damage was also noted. The dissection was covered with a 3.50 x 12 mm synergy drug-eluting stent and the procedure was completed. The patient was stable post-procedure.